Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) reached elective replacement indicator (eri). After the ins reached eri, the ins had intermittently and spontaneously turned off. The patient or caregiver did not cause the issue and the ins battery level was more than 50 percent. The ins was able to be turned back on with a patient programmer. The cause of the issue was unknown. It was unknown if any diagnostics or troubleshooting was done or if any actions or interventions were taken or planned. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experience a short loss of therapy. An appointment with the patient to do any troubleshooting and diagnostics was scheduled for (B)(6) 2017. The patient was currently receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.